Manufacturer narrative:
The dftrd was used to remove a polyp in the cecum. After turning the handwheel, the application ring moved past visualization due to a large amount of tissue in the cap. Therefore clip application was not visually verified before the tissue was resected. Assuming successful clip application, the resection took place. Many loops or twist of the endoscope, like in the cecum, can reduce force transmission. In such cases, it is necessary to turn the handwheel with increased force to reliably deploy the clip. In the present case, the view of the application ring was limited, so it was not noticed that the clip had not been fully advanced from the cap. After removal of the endoscope, the clip could finally be released by further turning the handwheel. This indicates that insufficient force was applied during clip deployment. The review of the manufacturing-related documentation did not reveal any deviations. A manufacturing-related error can be therefore excluded with high probability. It is stated in the instructions of use, that the application ring must remain visible in the endoscopic image and must be observed. Only when the application ring has moved fully forwards to the edge of the cap, the clip has been deployed.

Event description:
The dftrd was used to remove a polyp in the cecum. After turning the handwheel, the application ring moved past visualization due to a large amount of tissue in the cap. Assuming successful clip application, the resection took place. The resulting perforation was closed with clips within the same procedure. Due to suspected peritonitis, the patient was sent for surgery.